Event description:
In this event it is reported that vdw gold/silver contra angle 6:1 won't hold files. Outcome of patient injury is pending.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. Inspection found: battery (was charged 70 times with an operating time of 33:42:47 hours, whereby 17 charging cycles would have been sufficient) defective. Always work in battery mode to ensure a long service life of your battery. It is recommended to charge the battery only when it is completely discharged! The contra-angle (B)(4) (2019) has been cleaned and oiled. Please check your care and cleaning process. Micromotor (B)(4) (blocked) defective, measuring cable lip clip (cable break) defective, the housing has broken in several places (probably due to an impact) has no effect on the function. Measuring cable file clamp has no error. The foot control and charger could not be checked as not included.